Event description:
It has been reported that after 9 years implantation, the implant was dislocated again and again, so a revision was performed. When the revision occurred, the surgeon found that the cup was unusually worn.